Manufacturer narrative:
This MDR is result of a retrospective review of complaints. Per case notes, user was not wearing the transmitter at the time of event because the transmitter was damaged. Since the system was not in use at the time of event, no further investigation could be possible. User was symptomatic but did not require any medical attention and was able to self treat by drinking juice. (B)(4) was opened to address this "t8 - visible damage, case cracked" issue. A transmitter replacement was issued under that case.

Event description:
On 16 march 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.